Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that results for crp (c-reactive protein) of lt (less than) 15.0 obtained from their dxc instrument had been reported out of the lab incorrectly as lt 0.5 (i.e. <0.5). The reports generated from their dxc instrument showed "<15 ordac low (out of range detection and correction, low)" but the datalink/dl2000 data manager system showed a result of "<0.5." The customer reviewed all crp results reported out of the lab since (B)(6) 2009 and determined that there had been eight (8) incorrectly reported results. No results had been amended. While there had been no reports of any adverse event or injury associated with this event, it is not known if there were any changes to pt treatment.

Manufacturer narrative:
A bci hotline customer technical support rep determined that the customer had written an incorrect rule which caused the problem. A lab operator had written and uploaded a rule containing several conditions on the crp results, but due to the adjustment of the instrument settings, the dxc instrument had suppressed the results field and uploaded lt on the dl2000. Bci labeling has warnings about using "contains" in the rule configuration, along with specific examples of the appropriate way to configure the rules. The hotline rep confirmed that the modification of the rule by the customer was the root cause of the issue and that there was no instrument malfunction. The hotline rep worked with the customer to resolve the problem by disabling the rule. This is one of eight (8) medwatch reports being submitted since there were 8 pt results reported out of the lab associated with this event. The eight related medwatch numbers are given below: 2050012-2011-05469, 05471, 05476, 05470, 05472, 05475, 05478. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.